Manufacturer narrative:
The temporary crowns had been placed with tempbond clear with triclosan for a few weeks before the doctor noticed the irritation. All temporary crowns placed using the product were removed and replaced using a different composite material. The pt was prescribed peridex mouthwash and was advised to return in 1-2 weeks to the doctor for another check-up. When the pt returned the irritated tissue was healing well and the pt was reportedly doing fine. The pt will continue to use the peridex mouthwash until the irritation completely heals. The doctor expects the pt to heal completely. The medical intervention makes this event MDR reportable.

Event description:
In august 2007, a doctor reported that a pt experienced an irritation with swelling and bleeding of the gum tissue from the use of tempbond clear with triclosan.